Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was unable to be repositioned. When the lead was removed and tested outside the body it was found that the helix would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the helix disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.